Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and heavily calcified left superficial femoral artery. A 5.0 x150, 135cm charger balloon catheter was advanced for dilatation. However, during inflation to a nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. A 5.0mmx80mmx135cm (4f) sterling balloon catheter was then advanced for dilatation. However, upon inflation to a nominal pressure, the balloon also ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A visual and microscopic examination identified a balloon longitudinal tear beginning at the distal end of the distal markerband and extending approximately 68mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and heavily calcified left superficial femoral artery. A 5.0 x150, 135cm charger balloon catheter was advanced for dilatation. However, during inflation to a nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. A 5.0mmx80mmx135cm (4f) sterling balloon catheter was then advanced for dilatation. However, upon inflation to a nominal pressure, the balloon also ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and heavily calcified left superficial femoral artery. A 5.0 x150, 135cm charger balloon catheter was advanced for dilatation. However, during inflation to a nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. A 5.0mmx80mmx135cm (4f) sterling balloon catheter was then advanced for dilatation. However, upon inflation to a nominal pressure, the balloon also ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A visual and microscopic examination identified a balloon longitudinal tear beginning at the distal end of the distal markerband and extending approximately 68mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.